Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a ~1.5 mm longitudinal tear in the balloon, approximately 4.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1503510) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: while pulling back to locate the arteriotomy, the device came right out of the sheath and patient. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 6f.